Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a large number of their staples fall out prior to the first dressing change following surgery. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The procedure was a c-section. The staples were found in the dressing two days post op. The patient was still in the hospital when this occurred. The incision was not well approximated and required sutures to close.

Manufacturer narrative:
(B)(4).